Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: diskectomy, partial corpectomy at l4-l5 and l5-s1 level, arthrodesis at l4-l5 and l5-s1, placement of interbody biomechanical fusion devices at l4-l5 and l5-s1 level. Placement of titanium plate and screws spanning l4 level to the s1 level, use of the operating microscope, harvesting morcellized autograft with the same incision to treat the following pre-op diagnosis: l4-l5 and l5-s1 degenerated herniated disk disease with neurovascular compression. Op-notes: the morcellized autograft generated by this procedure was placed to the side and harvested from the same incision for later use in this fusion. Once the neurovascular elements had been completely decompressed at all of the above levels, biomechanical fusion devices were then selected based on size, packed with a combination of bone morphogenic protein and morcellized autograft previously harvested from this incision and placed into the partial corpectomy defect at the l4-l5 and at the l5-s1 level. The titanium plate was then measured and attached with 2 screws at the l4-l5 level. Locking mechanisms were engaged to prevent screw backout. The area was then copiously irrigated with antibiotic irrigation. The retractors were removed. On (B)(6) 2009 the patient underwent the following procedures: anterior lumbar intervertebral fusion, l4-l5 and l5-s1 to treat the following pre-op diagnosis: degenerative disc disease, l4-l5 and l5-s1. Op-notes: dissection was carried down to the level of l4-l5 and l5-s1, which was verified under fluoroscopy using a spinal needle. Endoring retractors were then screwed into the anterior vertebral bodies and discectomy was carried out. An 18 mm intervertebral cage was then positioned and secured with our anterior plate. Once hemostasis was complete, the peritoneal contents were then allowed to return to the normal anatomic position. The patient was returned to the recovery room in stable condition with palpable posterior tibial pulses. There were no complications.